Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425 cc and experienced deflation on the right breast implant. The deflation was noticed by the patient. The patient also experienced tiredness. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/12/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. Also, was noticed several creases on both views on the implant. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, on 06/28/18, it was reported to mentor that the date problem observed was (B)(6) 2018. The replacement devices were saline mentor siltex contour profile high 450cc, catalog number 3542713, seral number (B)(4), lot number 7408663 on the left breast implant and with saline mentor siltex contour profile high 450cc , catalog number 3542713, serial number (B)(4), lot number 7477184 on the right breast implant. The concomitant product was saline mentor smooth round moderate profile 425cc filled to 475cc, serial number (B)(4), lot number 6842228. Manufacturer¿s reference number: (B)(4).